Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a hemostasis procedure on (B)(6) 2025. During the procedure, the tip fell off in patient and get detached from the end of the catheter. It was retrieved using the net. The procedure was completed using another gold probe. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h2: correction block b5, the anatomy location was added. Block h6: imdrf device code a0501 captures the reportable event of tip detached. Block h11: investigation results the returned gold probe was received for analysis. Visual examination revealed that the gold tip was completely detached and did not return. Additionally, is possible identify that the working length was kinked. The reported event was confirmed. Based on the available information, the investigation findings were most likely that procedural or anatomical factors encountered during device use may have affected its performance and integrity, leading to the detachment of the tip. This issue could have occurred due to contact between the device and the scope during energization, or if the device exceeded the maximum voltage during the procedure, as outlined in the device precautions. It is also important to note that the presence of adhesive residue on the catheter and wires indicates that the tip was correctly assembled. Additionally, a section of the working length was kinked, this failure could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the stomach during a hemostasis procedure on (B)(6) 2025. During the procedure, the tip fell off in patient and get detached from the end of the catheter. It was retrieved using the net. The procedure was completed using another gold probe. There were no reported patient complications as a result of this event.